Event description:
Senseonics was made aware of an incident where user reported experiencing tingling and numbness in their right arm, which progressively worsened over time, leading to pain and irritation throughout the arm. The symptoms were first noticed on (B)(6) 2025.the issue was confirmed not to be related to tegaderm or steri-strips. According to the user, the symptoms have continued to worsen. The user's healthcare provider (hcp) is aware of the event; however, no medication was prescribed.per dms review, the user has not been using the system since (B)(6) 2025, at 7:03 am, and reported that the system was scheduled for removal on (B)(6) 2025, at 1:20 pm.

Manufacturer narrative:
The user reported tingling and numbness at the insertion site. The symptoms were first noticed on (B)(6) 2025. Issue was not related to tegaderm or steri-strips. Over time, the symptoms worsened, and they began experiencing pain and irritation throughout the arm. Additionally, the user reported that pain intensified whenever transmitter vibrated. The user consulted their hcp and requested the sensor to be removed to alleviate the symptoms. The user stopped feeling the pain after removing the sensor.symptoms like skin irritation and pain at the insertion site are a known and anticipated potential adverse effect, which does not require additional investigation.